Event description:
Information received indicates the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low valve was not closing completely and replaced the valve to repair the bed.